Manufacturer narrative:
The review of the manufacturing paperwork could not be conducted as the lot/serial number is not available. (B)(4). The additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Gore recommends that the iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm. The IFU states, adverse events that may occur and / or require intervention include, but are not limited to endoleak. Please note that the date of the endoleak is unknown, the reintervention date (B)(6) 2019 will be used to cover this information.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses to treat the right iliac aneurysm. On an unknown date, it was observed that the left common iliac artery became aneurysmal, however, the aneurysm enlargement was not confirmed. Additionally, a distal type I endoleak was identified in the left limb. On (B)(6) 2019, a reintervention was performed to treat the endoleak. The left internal iliac artery was coil embolized. An additional stent graft was deployed to extend the left limb distally. The left internal iliac artery was intentionally covered by the stent graft. The endoleak was resolved. The patient tolerated the procedure. The physician stated following: in the initial procedure, the landing zone in the left common iliac artery was short. The physician was monitoring the patient. Since the common iliac artery became aneurysmal and a distal type I endoleak was observed, the reintervention was performed. Because ibe was implanted in the patient¿s right side, the internal iliac artery was embolized and the additional stent graft was landed to the external iliac artery in the left side.